Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false alert was observed. The patient had bigeminy; however, the device was unable to detect this. No intervention has been performed at this time. The patient was stable and will continue to be monitored.